Event description:
Dealer stated the display is not working and the footrest seems to be bent or cracked and no injury or ill effect is alleged. Please note any further information that is received on this incident will be supplied in a supplemental report.